Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer uses cartridges for 4 days. Tandem's technical support educated customer on labeling for cartridge use. Customer¿s blood glucose was between 342-360mg/dl. The cartridge was changed and insulin delivery was resumed, but another occlusion alarm occurred. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.